Event description:
The autopulse platform (sn (B)(6)) was used to resuscitate a patient in cardiac arrest. Per the reporter, the platform was placed appropriately under the patient, and the green start/continue button was pressed to start chest compressions. However, the lifeband was not retracted, and the platform displayed the prompt "initializing" with no error messages displayed. The platform was then restarted; however, the issue persisted. The crew switched to manual CPR until another platform was used, which worked appropriately. No consequences or impact to the patient. Following the patient call, the crew successfully tested the autopulse platform using the same lifeband, which operated as intended. No issues were found with the lifeband during the customer's inspection.

Manufacturer narrative:
The reported complaint was that the lifeband was unable to be retracted and the autopulse platform (sn (B)(6)) displayed the prompt "initializing". Based on the archive, this autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was able to clear the ua45 advisory message after the call and before the platform was returned to zoll. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. A user advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional testing without errors or faults. The customer reported complaint was not reproduced during the testing. Following the service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error.